Manufacturer narrative:
Cont. H.6: f 2203 and f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphoma-alcl-suspected, capsular contracture, and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, , capsular contracture, baker grade IV, lymphoma-alcl-suspected.

Event description:
Healthcare professional reported a right side "alcl protocol", "capsular contracture baker IV", "seroma" and "rupture" confirm via imaging. Device has been explanted. Histopathological markers are not reported.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma : unable to observe as it is a medical event that is not related to the device. Lymphoma-alcl-suspected : unable to observe as it is a medical event that is not related to the device. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Additional observations: red biological tissue observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side "alcl protocol", "capsular contracture baker IV", "seroma" and "rupture" confirm via imaging. Device has been explanted. Histopathological markers are not reported.